Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. Troubleshooting was tried to no avail. Reportedly, the patient failed to charge the ipg as recommended. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.